Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown morphine drug (na mg/ml at na mg/day) via an implantable pump for unknown indications for use. It was reported that the patient was in the hospital with the pump malfunctioning (pump hit eos and managing doctor did not understand at the last refill that it was going to die) and they could not do anything for her. The doctor that she was using for forty years retired and was no longer doing anything with him. The patient representative said the patient has been going through withdrawals and very sick. The patient went to the emergency room (ER) the day before yesterday and the night before that the night of april 16th. The patient was sent home with a paper that said the pump was going to go out by the 15th of april. The patient service reviewed that the pump would have died a day or two ago. The patient representative took the patient to the pain control doctor last week and he filled the pump. The patient was redirected to their healthcare provider to further address the issue and provided number for national answering service (nas).

Event description:
Additional information was received from a consumer (con) stated that the alarm went off indicated. The drug stopped on (B)(6) 2024 and they went into withdrawal based on hospital notes. The alarm went off on (B)(6) 2024 to alert battery replacement. The system halted and per medtronic rep, had to be replaced. Action/intervention: a new pump was implanted on (B)(6) 2024. Outcome: issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.